Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were much more difficult to push on insulin pump. Customer's blood glucose level was unknown. Customer also stated that the insulin pump sometimes squirts insulin during priming instead of dripping. The device will not be returned for analysis.